Event description:
Boston scientific received information that during the implant, while trying to rotate this break away inner catheter in a vessel to select the target vessel, this caused a dissection. There was concern this was to the design of the tip after the curve. No adverse patient effects were reported as a result of the dissection. An ultrasound will be performed to confirm there was no further bleeding.

Manufacturer narrative:
According to available information, this break away catheter was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.